Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2022-11799. It was reported that a patient presented in-clinic for an explant procedure. Examination of the right ventricular (rv) lead revealed insulation break. The right atrial (ra) lead was found to have dislodged. The ra and rv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.